Event description:
The pt reported that he has been experiencing elevated blood glucose for the past three days. He stated that his glucose has ranged from 400-500 mg/dl. He reported that he does not feel like his blood glucose is high. He reported that he believes that his infusion device is working properly as he is going through "a lot of insulin". He stated that he thinks his body is not reacting to the insulin. He reported at the time of the call that he had just administered 10 units and was wondering how long it would take to react. He was advised to contact his physician. The pt did not report requiring medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.